Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. During bench testing the device failed to start up on both the external ac power source and the internal battery power source. The device failed the power check out test. Visual inspection of the device found and revealed that the f1 fuse on the power board was over heated and blown. It was been determined that the faulty power board caused the device not to power up.

Event description:
The customer reported that model lap top ventilator 1200 would not power up on ac power. The customer confirmed that there was no patient involvement associated with the reported issue.